Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. The physician reported that the patient annulus was larger than recommended for the instructions for use (IFU). Based on the information provided, the reported paravalvular leak (pvl) that required reintervention was likely related to patient anatomy. The procedure was successfully completed with no adverse patient effects reported. The patient weight was requested but was unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed low upon release resulting in moderate paravalvular leak (pvl). A second valve was implanted valve in valve resulting in moderate pvl. It was reported that the patient annulus was larger than recommended for the instructions for use (IFU). After discussing the risks with the patient and family they chose to proceed with the case. No adverse patient effects were reported.